Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an electrogram anomaly was noted on the pulse generator. Previous device check noted a slower base rate than currently programmed; no temporary programming was reflected in the printouts. No intervention was performed. No additional information was reported.

Event description:
New information noted that the patient presented in clinic. The anomaly was not reproducible. It appeared that the rhythm captured in the screen shot was when the patient had a temporary mode and not their permanent parameters. The device was in normal function. The patient was stable before, during and after the visit.